Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted [no anomalies]. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code for voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind fault code and advised that the device needs to be explanted. Also, a save to disk was done and was sent to engineering. This ICD remains in-service. No adverse patient effects were reported. A disk was received and delivered to engineering for analysis. A review of device memory confirmed that a low voltage fault was declared. The device's monitoring voltage was 2.993 volts and therapy availability is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the engineer estimated daily device power fluctuations. To date, the current appears steady. This behavior, however, may change unpredictably. At this point, the battery has significant reserve capacity. The data indicates with a very high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 14 days. Boston scientific received information that this device was explanted and replaced. There were no patient adverse events reported.

Manufacturer narrative:
Upon return, the device will undergo extensive laboratory testing to determine root cause.

Event description:
The device was received at boston scientific's return products department.